Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: model: 407658, lead; implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patients left ventricular (lv) lead dislodged post-op and the lead was removed and replaced with an alternative lv lead. It was noted the patient is currently enrolled in the world-wide randomized antibiotic envelope infection prevention trial (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.